Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The device was returned to imtmedical and the main electronics were exchanged to resolve the issue.

Event description:
The customer reported that an error of "bios password screen" appeared during ventilation. Also, blue alarms led and the buzzer sound was heard continuously. The device stopped during ventilation and the patient was immediately transferred to another ventilator. Ambu bag ventilation was done during the transfer. There is no injury reported on this incident.

Manufacturer narrative:
The event was was determined to be due to a defective epc. The machine was sent back to the customer after the repair.